Event description:
A report was received that the pt was having trouble coupling the charger with the ipg. X-ray confirmed that the battery was too deep in the pocket. The physician recommended a pocket revision.